Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked from the bottom. Reportedly, the customer was "unable to advise" on their blood glucose level. The customer was able to load a new cartridge successfully.